Event description:
User was performing pm on portable suction equipment when the lid 'blew up' into pieces. User reported that the unit was in storage and had not been used for a long time. Incident occurred in engineering area, and there was no pt involvement.

Manufacturer narrative:
User provided photo of product serial number ((B)(4)). Product is older than 2002 (the earliest records still retained.) Estimate product is 9-10 yrs old. Reported failure is consistent with uv embrittlement. Since 2007, this product bears a three yr exp period. User reported that they are implementing a pm process to change out canisters during annual pm.